Event description:
It was reported that catheter entrapment occured. Two 6.0 x40, 135cm charger balloon catheters were selected for use. However, the balloons were stuck with the v-18 wire and could not be removed. The device was removed together with the wire from the sheath and the wire was removed from the tip of the balloon. A new balloon was opened and was able to successfully put the wire through. The procedure was completed with no patient complications reported.